Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 70% to 15% while pump was connected to a power source. Customer reported a blood glucose (bg) level of 200 (mg/dl) and remained on pump therapy to address bg level. Customer indicated manual injections would be used for back-up insulin therapy.